Event description:
The customer reported that the system displayed a control panel error that prevented it from booting up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was adjusted. The system was tested and found to be working as intended and put back into service.